Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. While the cause that led to the reported event could not be determined, there are clinical factors that may have contributed to it. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect.

Event description:
Approximately, forty-three months after lvad implantation, this patient developed increased shortness of breath, lightheadedness and dizziness and was re-admitted to hospital. Blood cultures were negative. The patient was discharged from hospital approximately two and a half weeks after his admission on medications that included intravenous vancomycin and zosyn. The event was reported as resolved with sequelae (chronic driveline infection). The product remains implanted and is not available for analysis.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.